Event description:
Customer reportedly received results of 801 mg/dl and 801 mg/dl on aviva system 1 and result of 104 mg/dl on aviva system 2 within 10 minutes. The results of 801 mg/dl are outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 302758, expiration date 12/31/2011). (B)(4).